Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed the sharp edges. To resolve the issue, the technician filed down the edges, tested the function and operation of the device and confirmed it to be operating to specification. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a cut on their finger from a sharp edge on their amsco 5052 single-chamber washer/disinfector. Medical treatment was sought and administered (medical grade glue).